Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient had a difficult time getting enough sample on (B)(6) 2010, and also "milks" the finger. Lab testing was done an hour of finger stick on all samples.